Event description:
It was reported that: "when the scrub threaded the window trial on for the doctor to trial his prepared acetabulum, the threads were cross threaded".

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If additional info becomes available, it will be submitted in a supplemental report.